Manufacturer narrative:
Concomitant medical products: product ID: 3877-75, lot #: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3877-75, lot #: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97714, serial #: (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 3877-75, serial/lot #: (B)(4), ubd: 05-aug-2019, UDI#: (B)(4). Product ID: 3877-75, serial/lot #: (B)(4), ubd: 05-aug-2019, UDI#: (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via the manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient did not feel the stimulation in the same way after ins replacement for end of life. Electrode 7 was out of range at the impedance level two days after the replacement. Electrode 15 was already out of bounds. There were no falls. Diagnostics/troubleshooting performed was during a test in surgery with an external neurostimulator, the impedances were correct and the patient felt a diffuse stimulation. The cause of not feeling the stimulation the same way was unknown, as the same programming was used. The actions taken to resolve the event was the ins was replaced. The cause of the out of range impedances was unknown. The issue was resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
The manufacturing site ID was previously reported as 3007566237. Additional review indicates the correct manufacturing site ID is 3004209178. Device analysis for device (B)(4) revealed the battery had reduced capacity due to overdischarge. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2018 and the battery was charged to 3.865 volts. On (B)(6) 2019 the battery had depleted to the "lock" mode (<(><<)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis. If information is provided in the future, a supplemental report will be issued.